Manufacturer narrative:
(B)(4). Correction and additional information: should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) was displaying an unknown system error while alarming. The home patient (hp) cycled the power, but the unknown alarm was unable to be cleared. A technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and analyzed. No abnormalities were identified during internal and external inspections. The device passed the rite (returned instrument test evaluation) electrical test, but failed the rite functional test due to a display failure and the reported unknown alarm. The cause of the alarm was determined to be a poorly seated processor on the digital printed circuit board (pcb). Pressure was applied to the loose object and the hc was able to power up and pass a simulated therapy. The digital pcb was scrapped and the device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.